Event description:
It was reported that the jetstream catheter stopped rotating and the wire became stuck. A 2.4mm jetstream xc atherectomy catheter and thruway guidewire were selected for use within the right superficial femoral artery. During the procedure, about halfway through treatment, the catheter stopped rotating. It was also observed that the jetstream and thruway had become stuck. The entire system had to be removed together. The procedure was completed using another jetstream catheter. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a 2.4mm jetstream xc atherectomy catheter with a thruway guidewire protruding from the pod end approximately 235 cm (no guidewire was protruding from the tip). The guidewire was removed from the device by pulling the guidewire from the pod end. Visual inspection of the guidewire revealed multiple bends and kinks; and likewise, the jetstream catheter also had multiple areas of buckling and kinks located 1 cm from the tip, 9 cm to 17 cm from the tip and 55 cm to 59 cm from the tip. The device was connected to the jetstream console per the instructions for use (IFU) and was functionally tested for any issues or errors. The device primed as designed. The guidewire was inserted into the gard. The motor was heard; however, no tip rotation was noticed. The device pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. No alarms or errors were noticed when functionally testing the device. There was leaking fluid at the shaft damage location. Inspection of the remainder of the device, apart from the observed damage showed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information, as the allegations of guidewire stuck and blades not spinning were both confirmed.

Event description:
It was reported that the jetstream catheter stopped rotating and the wire became stuck. A 2.4mm jetstream xc atherectomy catheter and thruway guidewire were selected for use within the right superficial femoral artery. During the procedure, about half way through treatment, the catheter stopped rotating. It was also observed that the jetstream and thruway had become stuck. The entire system had to be removed together. The procedure was completed using another jetstream catheter. No patient complications were reported.